Event description:
Huang, c., zhu, y., feng, x., tong, x., wen, z., lin, j., huang, m., yuan, h., dai, l., chen, w., hu, y., bi, y., deng, x., xie, z., shang, g., luo, y., zhao, y., peng, c., huang, c., ¿ duan, c. (2025). Stent match of pipeline embolization device: prediction of incomplete occlusion and in-stent stenosis by actual stent size after implantation. Neurosurgical review, 48(1). Https://doi.org/10.1007/s10143-025-03625-8 literature was reviewed regarding 388 patients who were treated with the pipeline embolization device. The article discussed the safety, efficacy, and clinical outcomes of the ped in the treatment of intracranial aneurysms in a single-center cohort. The following medtronic devices were used: pipeline embolization device (ped). No deaths occurred in the study population. Among all ped patients, adverse events / device product performance issues included: suboptimal opening of the ped, stent shortening, stent migration, incomplete occlusion, significant in-stent stenosis (iss), hemorrhagic complications such as intraoperative perforation, subarachnoid hemorrhage, and intraparenchymal hemorrhage, along with ischemic complications such as intraoperative thrombosis, ischemic stroke, and transient ischemic attack. Functional prognosis rate was also noted with morbidity having an mrs score between 3-5. All the peds were deployed successfully, with the rates of perfect wall apposition and suboptimal opening being 98.2% and 1.8%, respectively. During the follow up period, the favorable functional prognosis rate was 97.2%. Complete aneurysm occlusion was observed in 301 cases (77.6%). The total rate of stent shortening or migration was 2.8% (11/388) during follow-up. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.